Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 747d45. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage with the stapler retainer placed and the anvil inserted in the trocar. The breakaway washer was present, uncut and there were staples present in the device. No battery was received. The tissue compression scale did not backlight turn on when the test battery was inserted. Due to the condition of the device no functional test was performed. However, the anvil was removed and reinserted without difficulty. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reach on the cause of the bulkhead contact damaged, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. The event described could not be confirmed as no anvil issues were noted and the anvil returned in good condition. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 747d45, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: there was no patient harm. No leaks reported and the patient went home. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk procedure began without incident, with the anvil being successfully placed, and the stapler correctly connected to the anvil. The stapler fired as expected, and the resident then performed the required two full counterclockwise rotations to release the stapler from the rectum. However, when the resident attempted to remove the stapler, resistance was encountered, preventing its release. Dr. Then attempted the same maneuver, performing an additional two full counterclockwise rotations. This allowed the stapler to be removed; however, the anvil had detached from the stapler. The team was able to retrieve the anvil using a ring forcep. Fortunately, the donuts remained intact, and upon checking the anastomosis, no leaks were observed. No patient consequences were reported.